Event description:
It was reported there was an infection. The patient had a bladder infection ten days prior to report and had been on medication for the infection. Patient had planned to follow up with health care provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v955729, implanted: 2012 (B)(6), product type lead. (B)(4).